Event description:
Pseudoseptic reaction [inflammation], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011 from a company rep on behalf of healthcare professional regarding a male pt, (B)(6), who experienced a pseudoseptic reaction and knee effusion after starting synvisc-one. The hcp reported that the pt experienced a pseudoseptic reaction (date not provided). The pt required treatment for his symptoms. The pt underwent a knee joint aspiration (date not provided). The hcp reported that the pt may have to undergo arthroscopy to "clean out his knee." The product lot number was not reported. At the time of this report the outcome of the pt was unk.

Manufacturer narrative:
Eval summary: add'l info was received on (B)(4) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on (B)(4) 2012. The pt's medical history was significant for severe osteoarthritis of left knee with prior effusion, joint narrowing and osteophytes. The pt received treatment with non-steroidal anti-inflammatory drugs (nsaids), steroids and viscosupplementation in the past. On (B)(6) 2011, the pt received synvisc one injection into his left knee. On an unspecified date, he experienced pseudoseptic reaction and knee effusion. He was given steroid injection for pseudoseptic reaction. On (B)(6) 2011, arthrocentesis was performed (two total aspirations) and 130 ml of infected appearing fluid was collected which upon analysis showed absence of organisms (lyme titer negative). No action was taken with synvisc one treatment. On an unspecified date, the pt recovered from pseudoseptic reaction and knee effusion. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc one and the events of pseudoseptic reaction and knee effusion as definite. MFR's comment: the benefit-risk relationship of the product is not affected by the report.